Manufacturer narrative:
Added information to section h6 (health effect - clinical code) and h6 (type of investigation). Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). Corrected data in section h6 (device code): 1077 (calcified) replaces 1153 (degraded) h11: additional manufacturer narrative: a pre-procedure 3mensio report was received and reviewed showing a surgical prosthesis in the aortic position (magna ease). There appears to be calcification of the prosthesis leaflets. Valve frame is intact and not deformed. Unable to comment upon leaflet motion/ hemodynamics. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from switzerland, a patient with a 3300tfx21mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of at least seven (7) years and six (6) months due to calcific degeneration, which lead into severe stenosis. The patient presented with dyspnea and fatigue before the reintervention. A 23mm transcatheter heart valve was implanted within the edwards surgical valve. Unfortunately, the patient passed away due to the chimney stent, unrelated to edwards devices, as reported.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. D6a. If implanted, give date: the implant date is known only as "2017". Therefore, on (B)(6) 2017 is being used to calculate the minimum implant duration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from switzerland, a patient with a 3300tfx21mm valve implanted in aortic position underwent a valve-in-valve intervention after an implant duration of at least seven (7) years and six (6) months due to degeneration, which lead into severe stenosis. A transcatheter valve was implanted within the edwards surgical valve.